Event description:
The customer reported that after processing the tissues were suboptimal processed. In the case of five prostata biopsies, the tissues were not diagnosed. The customer states that at this time no patients had been rebiopsied.

Manufacturer narrative:
The unit has been evaluated by a leica service support product specialist and application specialist. The analysis of the run logs indicated that the cause for the poorly processed tissues was due to an application issue. The processing program was aborted from the customer and started again with the same tissues. As a result the tissues remained in the alcohol steps too long and damaged the tissues.